Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the atrial lead had dislodged, resulting in the loss of capture. On (B)(6) 2017, the lead was explanted and a new lead was implanted successfully. The patient was stable and would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.